Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 420 mg/dl at the time of incident. The current blood glucose level is 427 mg/dl, 250 mg/dl. Customer declined troubleshooting for high blood glucose. Customer reports entering multiple blood glucose within at least 45 minutes but system does not transition to delivering auto basal. The insulin pump will not be returned for analysis.